Event description:
It was reported that a clearlink non-dehp continu-flo solution set was damaged and leaking from the lower y-site. The port was noted to be "squished and inner plunger poking out." This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.